Event description:
It was reported that the patient had a catheter occlusion. The drug used in this system was unknown. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, product type: catheter. (B)(4).